Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR reports: 1627487-2011-02523. The pt received her scs system which included two percutaneous leads (of the same lot) and two extensions (of the same lot). It was reported the pt began experiencing positional overstimulation at the ipg pocket following a fall on (B)(6) 2010. On (B)(6) 2011, the pt presented to the emergency room reporting erosion of the lead. No infection was present. The scs system was immediately explanted on (B)(6) 2011 and not replaced. No pt complications were reported as a result of this event.